Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with pump. The customer's mother is the one doing the troubleshooting. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was diabetic ketoacidosis. The customer was treated with IV fluids. Customer was wearing the pump at time of emergency room visit. The customer was released saturday. Customer was advised to remove cannula from the body and is able to remove/change set at time. The customer stated that the cannula is removed and was bent. The customer was advised this may contributed to high blood glucose. Customer declined to continue troubleshooting.